Manufacturer narrative:
A philips authorized service provider (asp) went onsite to evaluate the device in question. The asp confirmed there was a speaker inoperative message present and there was no sound coming from the speaker. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction inoperative message. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).